Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per physician preference.

Manufacturer narrative:
Event date: exact date unknown, event occurred in approximately several months ago.